Event description:
A remstar auto a flex device was returned to a third party service center as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted a dust fail contamination and has a presence of error code e24 err_motor_speed_reverse. E66 err_stuck_encoder_b, e55 err_therapy_queue_full and e65 err_stuck_encoder_a. The device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.